Event description:
Boston scientific received information that during a normal device change out procedure, this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. Adapters had been used to connect the lead to the new device and impedance measurements were acceptable. The patient was then induced into ventricular fibrillation (vf) and was not successfully converted. External shocks were delivered and the patient was converted out of vf. A message indicating shock impedance measurements were greater than 125 ohms was then observed. The adapters and lead were disconnected and reconnected with measurements of 56 ohms observed. The patient was induced a second time and again shock impedance measurements greater than 125 ohms. This lead was then capped and a new system was successfully implanted.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.